Event description:
Customer reported the device is leaking. The issue found at reprocessing. The facility completed the procedure with another similar device. There is no patient harm or injury reported due to the event. Device inspection found the auxiliary tube was clogged by a foreign material. This report is being submitted for foreign material found on the auxiliary tube.

Manufacturer narrative:
According to the inspection results by rc engineer (repair center) olympus (B)(4), the r/l (right/left) knob was deformed, causing leakage. The u/d (up/down) knob was damaged causing leakage. The customer reported leakage issue was confirmed. Furthermore the auxiliary tube was found clogged by foreign material and noted to be still clogged even after it was cleaned. In addition, the following defects were noted on the device: switch box was deformed, switch # 1 was damaged, sw #2 failed, not responding. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. As the investigative results noted that water could be fed into the auxiliary water channel but the water amount was insufficient, it was presumed that foreign material was being adhered. Therefore, the following were presumed as causes: pre-cleaning was not performed immediately after procedure, which caused the foreign material difficult to remove. Water flow was not enough at pre-cleaning and/or manual cleaning, which caused the material difficult to remove. The facility staff was less trained in device handling and/or reprocessing in accordance with the instructions for use (IFU). The IFU (reprocessing manual) says about pre-cleaning to be taken immediately after procedure at ¿precleaning the endoscope and accessories¿ as below: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.